Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) and had his aus revised. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) and had his aus revised. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Manufacturer narrative:
Event description changed to reflect investigation results and coding changed to include result and conclusion codes. Device not returned for evaluation.